Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use. During preparation, the package was opened, and the catheter was placed on the table for inspection as usual. The side port tubing appeared cloudier than normal. After inserting the wire into the catheter, an attempt was made to flush it, but no fluid would pass through. The catheter was replaced, and the procedure was completed without any complications for the patient. The device is not expected to be returned as it was disposed.